Manufacturer narrative:
The pump was returned and an evaluation was completed. Upon visual inspection of the device, a clot was observed in the outflow. Upon conclusion of the investigation, the noted issue was attributed to the patient's condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 25-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported an impella in aorta alarm with flattened motor current/waveform. Imagery found what appeared to be a clot lodged within the device's inlet. Further information obtained found systemic heparin had been discontinued previously. The pump was removed and the patient was bridged to (left ventricular assist device) lvad.